Event description:
It was reported that the temperature module did not work properly, only displaying dashes. As a result, an alternate device was employed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
H3: 81-evaluation is in progress, but not yet concluded. Per the user facility, a backup temperature module was used which fixed the issue.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the temperature module to lab use only (luo) testing equipment. The temperature module did not detect test probes on the red side, but the blue side function was acceptable. The module was disassembled to examine the application board. The pst observed the connector on the red side at j2 to be loose with a broken solder joint. The port could be made to function by pressing the connector pins back onto the board but once released the temperature reading reverts to dashes again. It was determined that the temperature module did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the printed circuit board assembly (pcba) within the temperature module broken solder connection on the j2 connector could only be sustained by a mechanical hit of some sort, or in the process of plugging in or removing a cable from the connector, the operator applied too much force. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.